Event description:
It was reported that, following a replacement in 2011-2012, the device stuck out far and the patient couldn¿t lay on it. She could lift a folding chair between it. The patient underwent surgery in 2013 to remove fatty tissue and then a replacement was reported to have occurred the same year. The patient fell on the floor 2 or 3 days after the 2013 replacement. The patient then fell on the floor 2 nights prior to this report when her leg gave out. The patient then laid in bed because her back hurt. It was stated to have been readjusted. The patient wanted the device out. Swelling occurred that never went down. An appointment with her healthcare provider (hcp) was scheduled for (B)(6) 2015 but not to remove the implant. She was in a tremendous amount of pain due to the implant rubbing against the wall. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention had been needed, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 74001, lot# n206758, implanted: (B)(6) 2009, product type: adapter; product ID 3550-29, lot# n207780, implanted: (B)(6) 2009, product type: accessory; product ID 3487a-33, lot# l35773, implanted: (B)(6) 1996, product type: lead; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1996, product type: programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. (B)(4).